Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep (who called without the patient present) reported that they were called to check a patient¿s device on the day of the call for reasons unknown and all of the impedances were over 4k. The rep stated that the patient reported they had been in a car accident in december and had been hospitalized (as a result of the accident, not the device/therapy) and then they were worried about their implant. There were no therapy issues reported to the rep. The rep was redirected to patient registration to update the patient record. There were no further complications reported.